Event description:
This was a vascular intervention case. During the surgery, the physician had attempted to cross the lesion with wires and balloons, with no success. The last option to clear a lesion was the laser system. The turbo elite was set up, but the device could not be calibrated. Without calibration, the device could not be used, so the surgery was ended. The laser illuminated a power error light. Service was called. The laser was evaluated the same day as reported. Upon arrival on site, the laser powered up and attempted to calibrate catheter, but would not calibrate. The power error light was flashing with tone, then service light came on. The laser was opened and it was discovered that system max and reg energies were low. Completed gas exchange with window replacement. When completed, the system is operating properly.